Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Pt reported vomiting and feeling very sick on (B)(6) 2010 at 3:10am and then he called the emergency doctor. Pt stated at 4:10 am, he was transported to the hospital by ambulance. Pt reported, his blood glucose level was over 400 mg/dl. No normal blood glucose range was provided. Pt stated, he and the doctor feel, the infusion device will not deliver the bolus correctly. Treatment received and length of stay was not provided. Pt reported, he is currently fine. No further information is available. Product was replaced and requested return of the alleged product for evaluation.